Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead exhibited placement difficulty, high thresholds, poor sensing and a deformed helix. The ra lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.